Manufacturer narrative:
The insulin pump was received with intermittent upper arrow and down arrow button response due to corroded keypad traces. No unexpected up button sticky anomalies noted during testing. No unexpected number scrolling and ramping during testing. The insulin pump was received with cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the up arrow button was sticking and the down arrow button was not responsive. The customer's blood glucose was 164 mg/dl at the time of incident. The customer stated that they were trying to give units when the anomaly occurred. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.